Manufacturer narrative:
(B)(4). Patient info requested and all available info is included. This report was filed by the manufacturer. The device has been rec'd and an evaluation is pending. A f/u report will be submitted once the evaluation is completed.

Event description:
The customer reported "power unit is smoking from inside". There was no patient involvement. Although requested, no add'l event details were provided by the customer.